Manufacturer narrative:
The customer returned the suspected contour next test strips (8kped03a). The customer also returned the contour next one meter. However, the serial number of the returned meter was different than the suspected meter involved in this event. An in-house testing was performed using the returned meter with the returned test strips and in-house contour next test strips from lot 8kped03a, which gave satisfactory performance.

Manufacturer narrative:
The customer did not return the suspected product. The in-house contour next one meter was tested with the in-house contour next test strips from lot # 8kped03a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that she obtained a blood glucose reading of 6.4 mmol/l on her contour next one meter at 2:03 p.m. Upon repeat testing at 2:13 p.m. With another meter, she obtained a reading of 4 mmol/l. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.